Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp,tsv,mcol mg,3.7mm,10m (tsvmb10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, however no damage identified. The returned device was measured and verified . No pre-existing conditions were noted on the complaint. The reported devices was located on tooth #30 and was used for approximately 2 days. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1234904). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1234904) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Initial reporter first/given name: unknown / not provided.

Event description:
It was reported that the implant was removed due to pain.